Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is not reading/detecting the ECG leads. The patient involved was reported to have not experienced harm or adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.